Event description:
It was reported that patient experienced sever back pain. As a result, surgical intervention was undertaken wherein the leads were explanted to address the issue. This investigation did not determine the lead that was associated with the pain.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10350-50a, UDI: (B)(4), serial: (B)(4), batch: 8597763. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.